Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope was dropped and the part that plugged in was cracked, broken and fell off. The issue occurred during a procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, evaluation found the image was blurry. A root cause could not be identified. Based on the results of the investigation, it is likely that the broken video connector was due to the user dropping the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope was dropped and the part that plugged in was cracked, broken and fell off. The issue occurred during a procedure. There were no reports of patient harm.